Event description:
A malfunction was reported on the pump, possibly resulting from exposure to water. There was no adverse impact on the customer's blood glucose level, which remained within a normal range. Tandem technical support decided to replace the faulty pump, advising the customer to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery. Instructions were given for returning the malfunctioning pump, and a replacement was sent without requiring a delivery signature.